Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon implanted a femoral attune component, but the implant cement interface debonded intraoperatively. Palacos cement was used, and femoral component was re-cemented in. Ten mins delay to surgery with no clinical complications.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device or product details were received. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.